Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported while using the day aligners that tooth #25 was being intruded. It was confirmed intrusion by the clinical support assessment on tooth #25 due to tooth #26 not rotating enough to allow space for tooth #25 to rotate in alignment with the others. It has caused tooth #25 to intrude down rather. A 14-day rest period was issued.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.